Event description:
It was reported that, increase pacing impedance and increased capture thresholds were observed on the right ventricular (rv) lead. Provocative tests were performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.